Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device right/left plunger cases cracked by top screw. The pump event history showed a battery communication timeout error in error history log (ehl). Downloaded device history and no base hardware failure was found. During evaluation, the reported issue was not duplicated during power up process. Main battery pack was charging as normal. The root cause was unable to be determined. The technician replaced the main battery pack. Performed power up process and device passed all the functional test.

Event description:
It was reported that a battery not communicating error was observed. No patient injury was reported.